Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
D4 lot number updated from unknown to 0024745297. Expiration date from unknown to 11/10/2022. Unique identifier (UDI) # updated from unknown to (B)(4). H4 device manufacture date updated from unknown to 11/11/2019 device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects. The device was functionally tested by attaching an inflation device (filled with water) to the hub of the balloon catheter and applying positive pressure. The balloon was inflated to rated burst pressure and held for 5 minutes. During inflation, the device did not lose pressure and did not leak.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.